Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-07-20, information was received from a foreign healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving lioresal (unknown dose and concentration) via an implantable pump for an unknown indication for use. It was reported, following a device follow-up, the pumps longevity was 25 months. One week later ((B)(6) 2016), the pump switched to end of service (eos). The contributing factors to the event were unknown. The patient was "still in hospital" under the hcps control and was waiting for replacement. The pump replacement was scheduled for (B)(6) 2016. The issue was not resolved at the time of this event. The patient's status was reported as alive - no injury. The pump and catheter were returned on 2016-08-15.

Manufacturer narrative:
Result code was updated. Conclusion code was updated. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. Analysis identified high battery impedance.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.